Manufacturer narrative:
Other, other text: e4 is unknown. No information has been provided to date. H10: device evaluation: two photos were included as attachments for evaluation; one photo showed a stain on the cuff; the complaint was confirmed. Manufacturing process was reviewed to see if there were any blue sources that might stain the samples as result no stain were found in the process. Additional analysis was conducted, which consisted of reviewing the instructions for use that are included in the device, because these instructions contain important information for cleaning and sanitization process. Based on instructions for use (IFU) this device could be stain after the cleaning and sterilization process if the instructions for use are not followed correctly. Based on visual inspection and reviewing of manufacturing process where no sources of contamination were found the most probable root cause is that damaged occurred after product left facilities. Cause traced to use. No corrective actions were taken. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the user noticed a small discoloration spot after the cuff was inflated. Discovered immediately on use. No injury or clinical consequence observed.